Event description:
It was reported that post implant a realize band during a fill fluid could not injected or withdrawn. The surgeon performed a port revision procedure and found that the tubing and strain relief were disconnected from the port. The port was removed and the surgeon could not find the tubing or the strain relief. The surgeon asked the patient if he could do a laparoscopic procedure and the patient refused. It is unknown why the patient would not consent. The surgeon closed the incision site where the port was and the case was completed. The port was discarded. The patient is fine.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.